Event description:
I have textured breast implants and have been feeling sick for 2 years. They saw something on my mammogram last year but the repeat mammogram did not show it. (One year later I got the pictures and even I could see that the mammogram was taken from the wrong angle and would not show the issue. When they saw it again (but larger) this year we had a repeat mammogram then a CT scan and finally an MRI. All showed that my breast implant had ruptured and was leaking silicone along my chest wall. I have been in contact with a plastic surgeon to have them removed asap. I'm very worried about alcl cancer. (B)(4).